Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, capsular contracture baker grade ii.

Event description:
Patient reported left side breast pain and " pull and pinch". Healthcare professional subsequently reported capsular contracture baker grade ii diagnosed by ultrasound. Healthcare professional later reported via ultrasound "suspicion of intracapsular prosthesis defect beginning also left", "grade ii breast density (fibroglandular tissue 25 - 50 percent, partial evolution) breast structure: homogeneous echo pattern, fibroglandular ducts regular." The device has been explanted.